Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted and blood/tissue inside. Remove blood and tissue with alcohol, found helix bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery catheter did not operate smoothly and was not used. When using the balloon catheter, the contrast dye did not come out smoothly and the angiography could not be performed. That catheter was not used. It was also noted that the right ventricular lead helix would not extend and was not implanted. No patient complications have been reported as a result of this event.